Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) reviewed and provided troubleshooting options. At this time, no successful interrogation has been confirmed. This device remains in service. No adverse patient effects were reported.